Manufacturer narrative:
The reported complaint was not verifiable. No part was returned to the manufacturer for evaluation. Per the user facility's biomedical engineer (biomed), they will not be returning the sternal saw for repair because they were getting new ones and the sternal saw tip protector parts were not available to be purchase unless it is service in house. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility's biomedical engineer (biomed), the device was sent to them by sterile processing and they are unsure when the issue occurred. The unit will not be returned for repair.

Event description:
It was reported that during the use of the device for a non-clinical activity, the device had a bent protector. There was no patient involvement.